Event description:
In 2003, a 20mm asd device was implanted in a pt during an uncomplicated closure of an asd under tee and fluoroscopic guidance without any difficulty. The stretched asd diameter was measured at 17 mm. The device position was confirmed on tee and fluoroscopy, and there was no residual shunt, both before and after release. At 24 hours post procedure, tte showed no effusion, correct placement, and no shunt. After 72 hours post procedure, the pt developed chest pain. A small effusion was seen on tte. A repeat tte demonstrated an expanding pericardial effusion and cardiac tamponade. The pt was taken to the operating room, where a sternotomy was performed and the hemopericardium drained. The device was found to be positioned through the interatrial septum. However, the superior margin of the device was seen to be eroding through the right atrium wall. Two holes were found at the margins of the discs, one in the right atrium and the other in the left atrium. The device was removed, the holes were repaired, and the asd was patched. The pt recovered with no further problems. Fortunately, the pt was still in hospital at the time of the tamponade, as it is the hospital's practice to observe these pts for a minimum of 72 hours pre-discharge.